Event description:
It was reported that during patient use, blood entered the cs100 intra-aortic balloon pump (iabp). The iabp was replaced with another device. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) warranty device was bleeding, so the patient was replaced with another device.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the customer device was bleeding. Then the equipment was checked on-site at the hospital and the customer's reported fault was confirmed. The customer was advised to replace the spare parts but the customer had refused the repair due to price reasons.

Event description:
N/a